Event description:
Event description guidant received information that this implantable lead was fractured. An interrogation of the pacemaker noted ap on the ventricular channel and the vp on the atrial channel. The device was electively explanted and replaced at a later date, and the lead was surgically abandoned due to the damage.